Manufacturer narrative:
(B)(4). This lot was manufactured between august 25, 2013 and august 26, 2013. Evaluation: baxter received one sample for evaluation. Visual inspection confirmed a leak, due to a ruptured bladder. The ruptured bladder was microscopically examined externally and internally; markings on the exterior surface of the bladder were observed near the rupture line. The cause of the rupture is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The reporter stated that during filling with a chemotherapeutic drug, the check valve broke and solution leaked. There was no patient involvement. No additional information is available.